Event description:
The pump battery was at end of life; the spinal catheter was occluded; and there was calcification around the pump/a fiber sheath. There was a fibrous ingrowth into the housing of the connector; the connector was obstructed. They irrigated without success. The patient¿s back was opened and there was no spontaneous flow from the intrathecal catheter. The patient returned to baseline following the replacement surgery.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported at the time of pump replacement the surgeon found "fibrous scar tissue" inside of the sutureless connector (sc) and the catheter was replaced. The cause of the issue was undetermined. It was further reported the surgeon never saw fibrous tissue in the connector with the sutured version of the connector. It was unknown if there were any symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. Patient symptoms, additional actions or interventions taken as a result of the catheter issue, and patient outcome were not reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).